Event description:
The end-user reported a male pt implanted with a 28mm cardioseal expired seven months following implantation. Based on the case summaries we received from the implanting site. The pt underwent successful implantation of a 28mm cardioseal in 2006; following two neurologic events. The device implantation procedure was said to be uneventful, the immediate post procedure course, however, was complicated by development of an av fistula in his right groin as well as a partial non-occlusive thrombus in his right common femoral vein.

Manufacturer narrative:
Warfarin therapy was started for the partial common vein thrombus. After consulting with vascular surgery, a conservative approach was determined to be the best course of action for the av fistula. The pt was discharged on aspirin, and lovenox bridging to have therapeutic inr with his warfarin, as well as, the remainder of his medication including lipitor, glipizide, darvon, glucophage, insulin, lisinopril, lopressor, protonix, xanax, and ambien to follow-up as an outpatient. A post implantation follow-up with the pt approximately 3 weeks following discharge revealed the pt was in his usual state of health. He is walking and performing routine activities of daily living without limitations. He denies and chest discomfort, shortness of breath, irregular heart rate, or palpitations. He denies any problems relating to his lower extremity. All of his vitals were checked and noted to be normal. There was a soft systolic murmur at the left upper sternal border. His right common femoral venous access site was without hematoma, ecchymosis, or bruit. There was a knot in his right groin related to his right common femoral venous access site. The pt returned to the ER in 2007, six months following his last out pt visit. His symptoms included seizures, hypotension, tachypnea, coagulopathy and severe metabolic and respiratory acidosis with a ph near 7.0 and lactate of 22. He was admitted and monitored in the ER and later transferred to the medical intensive care unit, where he went into asystolic arrest within 10 minutes upon arrival and could not be resuscitated. Our investigation into this case revealed lactic acidosis was cited as the root cause of the pt's passing. To the best ot our knowledge, there were no verbal or written claims suggesting the cardioseal contributed to the pt's outcome. No autopsy was conducted; the cardioseal remains implanted. In light of this info, we are considering our investigation into this matter closed without further actions.